Manufacturer narrative:
The device is not available for eval. Based on previous events of this nature from this account, it is likely that the deformation is due to the device being subjected to sufficient force to compress and crack the housing, not due to a heat event.

Event description:
It was reported that the power pack was melted at the plug. The condition of the device was discovered prior to pt involvement. There are no allegations of adverse consequences associated with this event.